Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2015 at approximately 6am when he found the meter would not power on. The patient denied taking any form of medication to manage his diabetes, and it is unknown whether he made any changes to his usual diabetes management routine in response to the alleged issue. The patient denied experiencing any symptoms due to the alleged meter power issue. The patient reported having his blood glucose measured by the emergency services (ems) using an ems meter, on (B)(6) 2015 at 9am with a result of 34mg/dl, and also on (B)(6) 2015 at 7:15 with a result of 23mg/dl. The patient was reportedly treated by a non-hcp with IV glucose. At the time of troubleshooting, the csr noted that the correct test strips were being used, the testing procedure was correct and it was not the first use of the product. The csr walked the patient through a retest and was able to resolve the issue through training. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and he subsequently received medical treatment for an acute blood glucose excursion after the alleged meter issue began.